Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Event description:
It was reported that the patient presented in clinic for routine follow up. Device interrogation revealed premature battery depletion on a pacemaker. On (B)(6) 2021, the physician elected to explant and replace the pacemaker. There were no patient consequences.